Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that a draining slowly alarm occurred in drain 1 of 4 of treatment. The patient was connected during incident. The patient was not empty. The blue pin that is closest to the patient was not pushed in. The patient line (pl) was not kinked. The pl clamp was opened. The patient rebooted the cycler and the issue reoccurred. A review of the patient¿s treatment records identified that the patient bypassed drain 0 resulting in a -1998ml uf and completed fill 1 of 2000ml. This additional fill volume is 200% the patient's prescribed fill volume of 2000 ml. Upon follow up, the patient confirmed the machine performed as intended and the alarm was a result of clots in the line. The patient was hospitalized to address the clots in the line. The patient skipped the remainder of treatment. The patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the cycler performance or pd therapy. The patient is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. Upon further follow up, the pd registered nurse (pdrn) confirmed that an overfill did occur and that the patient does perform a midday exchange. The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient visited the clinic the following day (B)(6) 2025 and was found to have giant fibrin. A power flush was performed to clear the line that day as well as the following day (B)(6) 2025. On (B)(6) 2025, the patient visited the emergency room (ER) for less than 24 hours to have heparin added to the line which now flushes properly and resolved the draining issues. The pdrn confirmed that the fibrin requiring heparin was not at all related to fmc product usage or malfunction.

Event description:
A peritoneal dialysis (pd) patient reported that a draining slowly alarm occurred in drain 1 of 4 of treatment. The patient was connected during incident. The patient was not empty. The blue pin that is closest to the patient was not pushed in. The patient line (pl) was not kinked. The pl clamp was opened. The patient rebooted the cycler and the issue reoccurred. A review of the patient¿s treatment records identified that the patient bypassed drain 0 resulting in a -1998ml uf and completed fill 1 of 2000ml. This additional fill volume is 200% the patient's prescribed fill volume of 2000 ml. Upon follow up, the patient confirmed the machine performed as intended and the alarm was a result of clots in the line. The patient was hospitalized to address the clots in the line. The patient skipped the remainder of treatment. The patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the cycler performance or pd therapy. The patient is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. Upon further follow up, the pd registered nurse (pdrn) confirmed that an overfill did occur and that the patient does perform a midday exchange. The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient visited the clinic the following day on (B)(6) 2025 and was found to have giant fibrin. A power flush was performed to clear the line that day as well as the following day on (B)(6) 2025. On (B)(6) 2025, the patient visited the emergency room (ER) for less than 24 hours to have heparin added to the line which now flushes properly and resolved the draining issues. The pdrn confirmed that the fibrin requiring heparin was not at all related to fmc product usage or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.